Manufacturer narrative:
(B)(4). Ruptured bladder condition was not confirmed. Visual examination of the bladder showed no evidence of rupture or defect. To further verify the reported condition, the bladder was manually filled with dextrose solution. During and after fill, no evidence of rupture or leak was noted on the bladder. The bladder performed as expected. A batch review has been conducted which revealed product met all of the acceptance criteria for release. A trend review was conducted and baxter has received similar reports.

Event description:
Baxter (B)(4) received a report that one infusor lv 2 device ruptured. One unit affected / sample available. The reported complaint took place before patient connection, no patient involvement. No medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.